Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle had pierced through the catheter while introducing it into the patient's vein. The following information was provided by the initial reporter, translated from dutch: "herewith we would like to file a complaint of : needle drip 22g 25mm blue nexiva, ref (B)(4), lot number 1063716... There was nothing wrong with the needle when I punctured it, but when I removed it from the arm, because I couldn't get it up, it came right out... I've never experienced this before"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle had pierced through the catheter while introducing it into the patient's vein. The following information was provided by the initial reporter, translated from dutch: "herewith we would like to file a complaint of : needle drip 22g 25mm blue nexiva, ref 383532, lot number 1063716... There was nothing wrong with the needle when I punctured it, but when I removed it from the arm, because I couldn't get it up, it came right out... I've never experienced this before."